Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. Additionally, numerous atrial fibrillation episodes had been stored. Review of the stored episodes revealed the markers appeared to be mis-aligned. The most recent interrogations showed appropriate sensing. Additional data review was completed at a later date which revealed the battery had recovered and sensing continued to be appropriate. The device is currently operating appropriately. No adverse patient effects were reported.